Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of unconsciousness and seizures.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a loss of connection and an adverse event. The patient's mother reported that the patient went into a seizure while the cgm had a signal loss. The patient's mother took a blood glucose (bg) meter reading during the seizure and it was at 42mg/dl. The patient's mother administered the patient with glucagon. It was indicated that the patient's mother called the patient's doctor after the patient had regained consciousness and the doctor recommended that the patient's mother administer the patient sugar by mouth and to go to the hospital for glucose strip if the patient's bg levels did not rise. It was indicated that the patient was not taken to the hospital. At the time of contact, the patient was recovered. No additional patient or event information is available. The transmitter was returned for evaluation. An exterior visual inspection was performed and the inspection passed. Voltage testing was performed and the transmitter had no voltage. A review of the shared data log confirmed the reported event by the finding of a loss of connection. A root cause could not be determined.